Manufacturer narrative:
Corrected information has been provided in d1. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Purge pressure low: due to a lack of sufficient clinical information, no data logs or product returned, the cause of the purge pressure low cannot be established. Pd-purge system-(crack): due to a lack of sufficient clinical information, no data logs or product returned, the cause of the pd-purge system-(crack) cannot be established.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 68-year-old male patient presenting for elective placement, scai shock stage a. Following coronary artery bypass grafting (CABG) in the cvor, the patient returned to the cvicu where the impella side arm was found to be cracked, and a ¿purge pressure low¿ alarm was present. The team was unable to correct the issue, and the decision was made to replace the pump in the catheterization lab. The reported events include purge pressure low, product damage, medical device removal, device revision or replacement, and hemodynamic instability. The impella cp will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.